Event description:
The customer reported that the paramedics were called due to his low blood glucose of 55mg/dl. Troubleshooting was performed. The caller stated having problems for the last two months because the readings on the insulin pump was different from the blood glucose meter readings. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the device was not exposed to a high magnetic field. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.